Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable and cathode cable were evaluated and reseated. The generator board was reseated. The generator batteries were replaced. The voltage on mainframe power supply was adjusted. The system was tested and found to be working as intended and returned to service.